Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the a- frame screw for an acetabular inserter broke while the surgeon was inserting the cup. The broken pieces did not fall into the patient. There was no report of delay in surgery.

Manufacturer narrative:
Part and lot number provided allowed a review of device history records and no issues were seen. Product was not returned so no product evaluation could be conducted. This device was used for treatment. The risk assessment conducted identified no new issues. Complaint history review for the part/lot number combination did not identify any trends. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.